Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
During implant of a 23mm sapien 3 valve in the aortic position, the balloon would not inflate and the valve was unable to be deployed. The devices will be returned. No imaging is available. As reported, the device was able to be de-aired. There was no difficulty with insertion. The entire system was completely fine upon insertion into the esheath and the patient. Valve alignment was performed without any difficulty. The valve was across the native annulus, rapid pacing was initiated and as seen on fluoroscopy there was no deployment of the valve; the balloon never inflated. The delivery system and esheath were removed without difficulty or any harm to the patient. A new sheath and delivery system were inserted and the valve was deployed in good position. Upon visual inspection, the balloon appeared ¿shredded¿. The patient's aorta was fairly tortuous. The native annulus calcification was less than mild and the leaflets were moderately calcified. The physician thought that possible tension on the system contributed to the event. In addition, it was not obvious at any point aside from attempted deployment that the balloon was damaged. Upon visual inspection it appears that the balloon was ¿pulled apart or damaged¿. A tee was utilized pre-operatively for valve sizing and calcium observation.

Manufacturer narrative:
The commander delivery system was returned to edwards for evaluation. Visual inspection revealed a torn crimped balloon, wings flared out, bunching of balloon material on the distal end, and gouges observed on the flex tip. No visual abnormalities were observed on the sheath. During balloon manufacturing, the balloon was 100% inspected for the following: fish eyes, crow¿s feet, deformation, gel spots and contamination, working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness measurements. During manufacturing, the crimp balloon component undergoes 100% inspection for the following: balloon double wall thickness, defects and cosmetic appearance, foreign matter, impurity or contamination, fish eyes, and gel spots. During manufacturing, the crimp balloon to inflation balloon laser bond was 100% inspected per procedure for a smooth bond joint with no gaps between components, bubbles in the bond area, and burns. During manufacturing, the delivery system balloon undergoes the following inspections: pleat and fold process, the inflation balloon was visually inspected for tears, distorted/pinched folds, wrinkles, and contamination. Additionally, the balloon diameter is inspected using go and no-go gauges. Per procedure the device undergoes 100% final inspection by manufacturing and quality for the following: missing components, incorrect assembly, damage (e.g. Kinks, cuts) and contamination. The inflation and crimp balloons are 100% visually inspecte4d for distorted/pinched folds, wrinkles/waviness, and fold lines. During product verification (pv) testing, using five sample devices from the lot are tested. During testing the samples are inspected for physical defects such as kinks, cracks, and loose or missing components. In addition, the inflation/crimp balloon and nose tip/inflation balloon bonds are visually inspected for tears or separations. Functional testing for de-airing is performed, inflation /crimp balloon bonds tensile strength are inspected. The samples passed this test as per tensile strength parameters. These inspections during the manufacturing process support that it is unlikely a manufacturing nonconformance contributed to the complaint events. A device history record (DHR) review was performed and revealed no manufacturing related issues that could have contributed to the reported events. A lot history review of the work order was performed and revealed no other complaints relating to ¿balloon ¿torn¿. Delivery system ¿ balloon torn: complaint data for the previous 12 months were reviewed (march 2017 to february 2018) for commander delivery system (all models). Review of 46 complaints identified that tears may have occurred during valve alignment and could be attributed to patient/procedural factors, the tears may have occurred as a result of insertion and/or withdrawal difficulty through sheath, upon inflation of the balloon and were the result of weakening of the bonds during valve alignment (due to patient/procedural factors), after valve deployment as a result of excessive force during withdrawal through the sheath, and incomplete deflation of the balloon post deployment, subsequently withdrawal difficulty. In addition, four of the complaints available information suggests that patient/procedural factors contributed to events. The investigation and associated risk are documented in a product risk assessment. Six complaints are pending engineering evaluation. A review of the complaint history revealed that the occurrence rate did not exceed the february 2018 control limit for the trend category of ¿damaged.¿ the instructions for use (IFU) training manual, and procedural training were reviewed for instructions or guidance for proper use of the commander delivery system and no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Of note, the balloon did not inflate at all, and there was no report of embolization in the complaint case. The complaint for ¿balloon ¿ torn¿ was confirmed through visual inspection of the returned device. No manufacturing non-conformance's were identified, and a review of the relevant DHR, lot history and complaint history revealed that it is unlikely a manufacturing issue contributed to the complaint. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment. If the physician performed valve alignment in a tortuous anatomy, it may have resulted in increased forces being applied to the bond area. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially weaken the bond between the inflation balloon and crimp balloon. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. As reported by the complaint site, the patient's aorta was ¿fairly tortuous¿. It is possible that valve alignment was performed in a curved section of this tortuous aorta. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a weakening of the inflation and crimp balloon bond. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Available information suggests that patient/procedural factors likely contributed to the complaint events. However, a definite root cause is unable to be determined at this time. The complaint was confirmed for ¿balloon ¿ torn¿, but no manufacturing nonconformities were found in the returned sample. In this case, patient/procedural factors may have contributed to the event. No labeling or IFU inadequacies were identified and review of complaint history revealed that the occurrence rate did not exceed the february 2018 control limit for this trend category. Therefore, no corrective or preventative action was required. At management discretion product risk assessment was previously initiated for risk assessment.